Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure performed on an unknown date ("a couple of months ago") for a chronic pancreatitis structure. According to the complainant, after the stricture was resolved, the physician performed a scheduled removal of the stent and discovered it had migrated up the common bile duct. The physician removed the stent with no patient complications, but the stent was damaged during the retrieval process, and was reported to be "mangled and the wires ripped apart". The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Pt's age 50+ years. (B)(4) - damage, internal/external. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).